Manufacturer narrative:
Product complaint #(B)(4). Corrected information: h6. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What are the name and date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products in addition to surgicel? 6. What kind of surgicel product was used in the procedure? 7. What are the product code and lot number of the surgicel? 8. Was surgiflo used in the procedure? 9. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 10. Where was the surgicel used (on what tissue)? 11. How much surgicel was used during the procedure? 12. Was the surgicel product left in place? Was the excess irrigated and/or removed? 13. When was the surgicel observed to be ¿too clumpy¿? 14. What date was the incision re-opened? 15. What were current symptoms following the index surgical procedure? What was the onset date? 16. What is physician¿s opinion as to the cause of this event? 17. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 18. What is the patient¿s current status? 19. What is the users experience w/ surgicel and other hemostatic agents? 20. Has an mir request been submitted? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. An oculoplastic surgeon is looking for something to stop bleeding during surgery when traditional means are not working. Surgeon tried absorbable hemostat before that was too clumpy and had to open the incision again, and surgiflo says it is not for ophthalmic procedures. It would be used once or twice a year for special cases. Additional information was requested